Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The health care professional reported that the implantable neurostimulator (ins) was not working. No patient symptoms were reported. The indications for use include non-malignant back pain and failed back surgery syndrome. Follow up was requested. If additional in formation is received, a supplemental report will be sent.